Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to significant pain at the pocket site. This left ventricular (lv) lead was explanted. Upon explant, it was found that the patient had an extreme amount of scar tissue and a growth wrapped around the leads. There were no additional adverse effects reported. It was later reported that the cause of the growth on the leads remains unknown, and pathology results were not provided.